Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. The exterior of the sample did not find any evidence of a failure that would support the reported event. Evaluation found catheter can be inflated and deflated without difficulty. Dissected the catheter and found no conditions that would contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(6) insert catheter into urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that the balloon of the catheter was difficult to inflate. Upon removal, an attempt was made to inflate the balloon, but was met with much resistance. The balloon eventually inflated, however was asymmetrical.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter was difficult to inflate. Upon removal, an attempt was made to inflate the balloon but was met with much resistance. The balloon eventually inflated but was asymmetrical.